Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism failed to fully cover the needle when decoupled from the catheter hub. The following information was provided by the initial reporter, translated from (B)(6) to english: "after placing the catheter into the vessel, the hcp could decouple the safety shield from the catheter hub; however, the safety mechanism didn't work properly, and the needle was exposed."

Manufacturer narrative:
Investigation summary: three photos and one sample were received by our quality team. From the photos, it was observed that the safety mechanism was not activated and there is blood at the needle hub. The sample was subjected to visual inspection and was observed with the safety mechanism not activated. No dent was observed on the cannula. The tip shield was manually pushed through the cannula and was able to be activated properly; no safety activation failure was observed. A device history record review found no non-conformances associated with this issue during production of this batch. One similar quality notification was raised in the past 12 months on this reported defect. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism failed to fully cover the needle when decoupled from the catheter hub. The following information was provided by the initial reporter, translated from japanese to english: "after placing the catheter into the vessel, the hcp could decouple the safety shield from the catheter hub; however, the safety mechanism didn't work properly, and the needle was exposed.".